Event description:
It was reported, "surgeon explanted an accolade stem and delta head today which had been implanted on (B) (6) 2009. Surgeon said he replaced the stem as the pt had been complaining of hip pain from the immediate post operative period."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.